Event description:
Please find below the event description provided to hamilton medical ag. Detailed complaint and failure description: "blower failure during ventilation. Error reproducible very loud running noises and no pressure build-up possible, probably bearing damage. Blower at 62% during last maintenance in october 24. Defective blower replaced, test routine and test run performed, function ok. (Trasnlated from german)". Original description: "ausfall blower während der beatmung. Fehler reproduzierbar sehr laute laufgeräusche und kein druckaufbau möglich, vermutlich lagerschaden. Blower bei letzter wartung im oktober 24 bei 62%. Defekten blower ersetzt, prüfroutine und probelauf durchgeführt, funktion in ordnung." Health impact: addtional device was required. No clinical signs, symptoms or conditions and no health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.